Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (gd882258) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous nurse report from (B)(6) of peritonitis in a female patient (age not reported) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. In 2009, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (dosages, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient experienced peritonitis. The cause of the peritonitis, treatment information, action taken with dianeal and extraneal therapies and the outcome for the event were not reported. The nurse stated that the event of peritonitis was not related to dianeal and extraneal therapies.